Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient underwent an implantation procedure. Sensing and impedance measurements for the right ventricular lead were initially appropriate. However, once the lead started to pace, there was failure to capture and sense. The lead also failed to present any impedance measurements. Pacing system analyzer components were switched to no avail. Physician then decided to exchange the lead out for another one. Procedure was completed successfully. Patient was discharged after the procedure.